Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The 90% stenosed, calcified lesion was located in the severely tortuous distal left circumflex (lcx). The physician dilated the lesion with an apex balloon and attempted to implant a taxus express2 3.50x32mm drug eluting stent, but the stent delivery system was unable to cross the lesion. The physician removed the stent delivery system, and noted that stent strut was lifted up. The procedure was completed with a different device, and patient status after procedure was good.